Event description:
Wife of end-user reported irritation under the tape collar on the peristomal skin area at the 3 o' clock position.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the s4s/ sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. It was reported that an antifungal powder was applied to alleviate the irritation. The use of accessory products have been discussed with the patient. No additional event/ patient details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.